Event description:
(B)(4).

Manufacturer narrative:
The lift and sling have been inspected and found to be in good working condition. Customer and technician concluded incorrect application of the sling to the sling bar hook. Staff has been trained in safe lifting technique.